Manufacturer narrative:
The study of li guoqing et. Al. [1] reports surgeries on 22 hips. An sl-plus stem, used in treatment, was implanted. It is reported, that in one case the patient suffered from a dislocation. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: li guoqing et. Al.; efficacy of bipolar artificial femoral head replacement in the treatment of unstable intertrochanteric fractures in elderly patients; xinjiang medical university; 2018; http://dx.doi.org/10.12056/j.issn.1006-2785.2018.40.16.2017-2023

Event description:
In a scientific publication, author: li guoqing et all, "efficacy of bipolar artificial femoral head replacement in the treatment of unstable intertrochanteric fractures in elderly patients" it was reported that the patient underwent an open reduction and internal fixation due to dislocation caused by myasthenia of the gluteus medius. There were three types of stem used on this study, the sl-plus stem and 2 competitor devices. There is not enough information in other to determine which device was used on each patient.